Event description:
Journal article received "forward progress of the helical blade into the pelvis after repair with the trochanter fixation nail (tfn)", orthop trauma. Volume 25, (B)(6) 2011 reported: an (B)(6) female sustained a fall from standing height onto the right hip and presented to the ER. X-rays showed an unstable intertrochanteric fracture of the right hip. Pt was implanted on an unk date with long tfn and a helical spiral blade. Positioning of the product was slightly posterior, blade positioning appeared adequate with engaged set screw. During the third week at the rehabilitation facility pt reported onset of acute right hip pain. Pt noted no falls were experienced. X-rays on an unk date showed sliding compression of the fracture occurred and there was medical migration of the helical blade through the femoral head, acetabulum and into the pelvic cavity. Pt was transferred to another facility for management. A CT scan showed the tip of the helical blade in close proximity to the right iliac arteries which were noted to have a pseudoaneurysm. Pt was returned to operating room on an unk date, hardware was removed and the pt was revised to a total hip arthroplasty. Post operatively pt is doing well. This report is #1 of 2 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.